Manufacturer narrative:
Date of event: exact date unknown, event occurred close to the implant date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 3018153.

Event description:
It was reported that the patient was not getting an adequate pain relief and was feeling uncomfortable stimulation in the left rib when moving. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Sc-2352-50, sn:(B)(6). The returned linear lead was analyzed, and it was reported that the x-ray inspection of the lead found electrode number two was fractured in the distal array.

Event description:
It was reported that the patient was not getting an adequate pain relief and was feeling uncomfortable stimulation in the left rib when moving. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Event description:
It was reported that the patient was not getting an adequate pain relief and was feeling uncomfortable stimulation in the left rib when moving. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.